Manufacturer narrative:
Product ID: 3889-28, lot# va0g110, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient never had therapeutic effect since implant thought it was supposed to help with urinary incontinence but however it had not but it did help a little with bowel. It was noted that patient was on program 1 at 2.9v and stimulation was off. It was noted that when stimulation was turned back on and was decreased because it was too strong. The reporter decreased stimulation down to 2.3v as patient stated she did not want to feel it because it hurt at higher setting and even at lower setting patient felt pressure. It was later reported on (B)(6) 2015 that patient had no therapeutic benefit during nighttime stating she was just as bad as she was prior to the implant. The patient stated that the therapy never helping her as she expected and that she should not have gotten it done. The patient stated she had been changing the programs; it was not working; took something for sleep the night pri or to this call and got up 2-3 times in the night. The patient stated if she was sound asleep and don¿t get up throughout the night bladder would be too full and as soon as she got up out of bed it started coming out. The patient also mentioned that she has other problems with her sciatic nerve hurting that she needs to take care of first. The patient stated that she had to still make sure that she had her potty near her because she won¿t make it to the bathroom. The patient thought the therapy would cause her to hold it. The patient needed therapy for nighttime relief mainly, so she could get some rest. The patient stated she should probably not have gotten the implant because it had not worked very much for her at all. It was supposed to work for five years and was scared she might not be able to get it out. The patient had medical conditions that might be working against the therapy (e.g. Diabetes and medication she takes plus high blood pressure meds etc). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available